Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error occurred during the load sequence. Additionally, a minimum fill notification occurred after filling the cartridge with 290 units of insulin. There was no reported adverse impact to the customer. Reportedly, a new cartridge was loaded successfully to resolve the issues.